Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The expected infusion time was 46 hours; however, the actual infusion time was approximately 58 to 70 hours, resulting in a delay of half a day to one day. The device contained 5-fluorouracil in a total volume of 230ml of saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.